Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No unexpected numbers ramping was noted. The pump was unable to test for battery out limit alarm, the operating currents and for unexpected low battery alarm or perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and the excessive no delivery test due to no button response. The pump had minor scratched display window and scratched case. (B)(4).

Event description:
The customer reported via phone call of a button error and battery out limit from the insulin pump. The customer's blood glucose level is 260 mg/dl. The customer stated that he was low on insulin and his battery was low. The customer stated that he could not get his buttons to work properly. The numbers started cycling around on their own. The customer changed the battery and received a battery out limit. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions.